Manufacturer narrative:
The scope of this investigation is based upon the information obtained from the field engineer (fe). The fe found that a ups had failed resulting in a loss of power and subsequent shutdown of three cics that were connected to it. The fe indicated that when testing the ups it would power up briefly and then shut down again. The issue was resolved after the customer replaced the battery in the ups.

Event description:
The customer reported that twenty telemetry pts lost monitoring for 1 1/2 hours across three clinical information center's (cic's) that were connected to a faulty un-interruptible power supply (ups). Alternate monitoring was not available for these pts. There was no report pt injury associated with this event.